Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 16460444 /16548538, model/catalog description: infinion 16 lead kit 50 cm. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was explanted for an unknown reason. No further information could be obtained.